Manufacturer narrative:
(B)(4).

Event description:
It was reported that one post implant, during check no capture or sensing was noted due to dislodgement confirmed through x-ray. The lead was repositioned successfully. The patient did not experience any symptoms.